Manufacturer narrative:
(B)(4).

Event description:
It was reported that "session ended" message occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage was performed and failed. A review of the share logs was performed and a "session ended" message was found within the investigation window. The allegation was confirmed. The probable cause was determined be a transmitter failed error. The reported event of a "session ended" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.